Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no ECG signal with the (B)(4) lead limb ECG lead test. There was no reported patient incident/injury or user involvement.